Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the capture threshold had been increasing over time. The lead was explanted and replaced. No adverse consequences for the patient were reported.